Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the security locking system was defective and the hose had a hole. The device was repaired and returned to the customer on (B)(4) 2013.

Event description:
Customer reported that the device was not working and the hose was cut. This is report 1 of 1 for (B)(4).